Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparo oophorocystectomy, the outer cylinder part and the plastic lock part of fixing the sponge which was used to fix the abdominal wall broke. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the trocar balloon, valve seal and doors appeared to be intact. The obturator was not received. The inflation syringe was not received. The lock collar was broken. Pmv performed functional testing: the balloon was inflated; no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken lock collar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.